Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were performed. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. Instructed customer to change the infusion set and use manual injection as per md protocol.

Manufacturer narrative:
Unit passed functional test including seat, rewind, basic occlusion and occlusion tests.